Event description:
The device was reprogrammed to resolve the issue. Patient was doing fine after the programming changes.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited inappropriate auto mode switch episodes due to far field oversensing. No intervention was performed. Programming changes were suggested.